Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that several customers mentioned spikes in blood glucose (bg) levels after a meal. Bg levels would decrease relatively soon thereafter. Some customers would deliver a bolus a few minutes before their meal to prevent the spike from occurring. No other specific information could be recalled and there were no allegations of pump deficiency.